Event description:
The customer reported to beckman coulter (bec) that the coulter lh 750 hematology analyzer was giving high platelet (plt) backgrounds during a startup. The new red blood cell (rbc) diluent dispenser that was installed on the instrument just recently had excessive bubbling, even after a couple of startups and shutdowns. No erroneous results were generated in connection to the reported event. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed high platelet (plt) backgrounds during a startup. Upon further inspection, the fse confirmed that the new red blood cell (rbc) diluent dispenser was defective on arrival and had excessive bubbling. The fse replaced the rbc diluent dispenser with a new one. The fse also replaced platelet processor 2 board, red/white/platelet signal conditioner/analyzer (r/w/p sc/a) board, six-channel pre-amp board to address the high plt background issue. The fse performed complete blood count (cbc) calibration. Failure mode was related to the rbc diluent dispenser having excessive bubbling. Per the fse, the high plt background was attributed to the six channel pre-amp board. (B)(4).